Event description:
It was reported the customer was hospitalized because the father used the lantus instead of novolog for treatment. Customer's father also reported their insulin pump was not reading correctly. It was found the customer had recurring no delivery alarms. The customer's blood glucose was 217 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was unable to exit with a plunger push and there was greater than normal resistance. Customer was advised their reservoir/infusion set connection was severed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.